Event description:
It was reported that there was multiple cracks in interior battery door latch. Dso seal was also breaking down/degrading. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The upstream occlusion(uso) seal was buckling and downstream occlusion(dso) seal was delaminated. Both seals were replaced. The root cause is due to battery door latch wasn't fully unlocked before opening the battery compartment.